Event description:
It was reported that the implantable cardiac defibrillator (ICD) had early elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that the time of rrt (recommended replacement indicator) in the save to disk was on (B)(6) 2012 and the device's rrt was less than or equal to 2.62 volts. The weekly battery voltage trend data shows min battery equaling 2.64 to 2.62 volts between (B)(6) 2012. There were also three patient alerts for low battery voltage between (B)(6) 2012 02:15:04 and (B)(6) 2012 02:15:04.